Manufacturer narrative:
During an insulin injection, the patient's puncture site appeared hard, red, and swollen. The patient expressed emotional distress and felt physical pain and heat in the puncture site, among other adverse reactions. A surgical consultation was requested. The doctor used tdp irradiation and local anti-infection treatment to address the issue. A review for any internal deviations during production showed no abnormalities or deviations from the validated manufacturing process. In-process control for the needle tip to the cannula is 100% completed before the inner protective cap is fitted. A review of bioburden, endotoxin lal, and irradiation cert showed no anomalies. Biocompatibility testing completed under iso 10993 series passed. No device problem could be found.

Event description:
At 13:54pm on (B)(6) 2024, when using the injection pen needle to inject insulin for the patient's treatment; at 14:00pm, the patient's puncture site appeared to be red, swollen, hot and painful, and other adverse reactions, then stopped to use this needle; at 14:05 , it was found that the patient's injection site appeared to be hard and red swollen, then immediately asked for a surgical consultation. After the consultation, the doctor used tdp irradiation, local anti-infection treatment, which leaded to the patient's physical and mental damage.